Event description:
It was reported that the device was stuck. The 100% stenosed target lesion was located in a severely calcified superficial femoral artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that the device was stuck in the lesion and was removed as it was. The procedure was completed with a different device. No complications reported and there was no patient injury.